Event description:
Patient was revised to address subsidence and loosening of the tibial tray at both interfaces. Depuy cement was used at the time of original implantation. Osteolysis and poly wear were also reported.

Manufacturer narrative:
"This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed."

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. The reported polyethylene wear could not be confirmed based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.